Event description:
During a gastrectomy procedure, the proximal part of the staple line had malformed staples at 1st firing (open shape). It was completed by additional suture. There was no patient consequence.